Event description:
It was reported that the user experienced a leaking cartridge while attempting to fill tubing after attaching the connector to the cartridge prior to inserting it into the pump, which resulted in an infusion set and cartridge issue on an ilet system. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included successful resolution following troubleshooting and education. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed user technique as the likely cause of the leak during setup. It was concluded that the device functioned as designed and that the event was attributable to use error. Replacement cd infusion sets, cartridges, and connectors were arranged for shipment.